Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 1999. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, during preuse checkout. There is no report of patient involvement.